Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited oversensing and pacing inhibition of an unknown duration. There was no asystole observed. The device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.